Manufacturer narrative:
Product complaint # (B)(4). Batch # r5aj1m. Investigation summary: the analysis results showed that one gst60g cartridge reload was returned unfired with 12 double drivers missing, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from left proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that the cartridge was opened on the surgical table, the scrub nurse and I noted that some of white staple pushers is out of their place and the metal legs is some how bent. No patient consequence.